Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.